Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and unable to download due to moisture damage on the electronic assembly. The device was unable to perform the self test, displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. The insulin pump had moisture damage on the force sensor and motor during visual inspection. The insulin pump was received with case cracked behind the device near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. The insulin pump will be returned for analysis.